Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the left femoral artery in a 59-year-old female for the indication of acute myocardial infarction and cardiogenic shock. The patient was in society for cardiovascular angiography and interventions shock stage c. During device preparation, while placing the wire through the easy lumen, a foreign body was noted on the pigtail. The physician expressed concern that the material may have traveled to the motor and could potentially harm the patient. As a precautionary measure, the decision was made to open and place a new impella cp device. Further assessment identified a small blood clot at the end of the pigtail, likely related to wire loading. It was reported that the red introducer was accidentally removed prior to wire placement, and while attempting to wire without the introducer, the clot was observed at the pigtail tip. It could not be confirmed whether any portion of the clot traveled through the cannula to the motor; however, due to potential risk, a second device was opened. The second impella cp was successfully placed, and the procedure was completed without incident. The first device was not activated. No patient complications were reported in association with this event based on the available information.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.